Event description:
On "(B)(6) 201", the patient contacted animas to reporter experiencing elevated blood glucose levels and having difficulty bringing them down with temp basal set, switching insulin vials, and changing the site. No specific numbers were reported and no symptoms were reported, which does not meet animas criteria for an adverse event. The patient reported on numerous occasions they disconnected and tried to prime the tubing to see if anything is coming out by entering a fill cannula; drops were not always seen coming out. The patient is concerned that the piston rod is not moving to deliver the insulin; the patient reported that this is not happening when the cartridge is changed, but one to two days later. The patient reported that each time after the load step was repeated, the blood glucose levels began to respond to boluses for awhile. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following results:a review of the history showed that the last basal delivery was at 3:22pm on 01/07/2014. No activity outside of normal use was observed. The pump was exercised for 24 hours on a 1 unit per hour basal rate. No alarms occurred during testing and the total daily doses added up to reflect 24 units at the end of the test. The pump successfully passed a delivery test and was found to be operating within specifications.